Event description:
It was reported that the image is completely blurred during surgery despite repeated cleaning of the optics, the image quality does not improve (milky, pale). A new sieve was opened. A different scope was taken to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the image is completely blurred during surgery despite repeated cleaning of the optics, the image quality does not improve (milky, pale). A new sieve was opened. A different scope was taken to complete the procedure.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "image blurry during surgery" was confirmed. According to henke: distal end damaged dents. Endoscope shows signs of usage. Image not correct. Humidity inside of the endoscope. Due to damage to the distal end and the weld seam there, moisture can enter the optical system and could the image the damages to the product were caused by the customer the reported failure mode will be monitored for future reoccurrence.